Event description:
A customer reported to baxter corporate product surveillance an interlink y-type blood solution set in which the tubing had a hole in an unknown location and caused a leak. The reported condition was observed before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer.